Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a surgical procedure where a surgical stapler were used. Post operative, the patient experienced an anastomotic leak as a result of a large dehiscence, contamination of peritoneal cavity, medical complications, and sepsis. The patients treatment included additional procedures, and additional hospitalization.